Event description:
A report was received that several contacts on the patient¿s lead were showing high impedances. The patient underwent a revision wherein the physician cut the splitter that had contacts out and removed the lead that was not useful. The lead, splitter and anchor were replaced. The physician suspected malfunction. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 15909282, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.